Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. No gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that patient received high lead impedance on both normal and system diagnostics. Patient has had no trauma or manipulated their device. X-rays were taken and reviewed by manufacturer. Lead wires do not appear intact at the connector pin. This could be due to poor contrast. No gross fractures were identified.